Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach was not further specified. The patient was not hospitalized for the event. On the same day as onset, the patient was given treatment for the peritonitis with injection meropenem (1 gram per day) intraperitoneally (ip) and injection vancomycin (1 gram every fifth day) ip. The treatment with meropenem and vancomycin was ongoing at the time of this report. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.